Event description:
The customer reported an issue of communication error b30 and no image. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The device was returned , evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all function and image tests with no problems found. Additional finding were identified during inspection with connector flooding and b30 error. A definitive root cause cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): warning the electrical contacts of the video connector and their surroundings should be wiped dry with dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Caution. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported an issue of communication error b30 and no image. There was no patient impact , no harm reported due to the event.